Event description:
It was reported that during a ptca procedure, a dissection occurred while attempting to place the wire. The pt went to surgery. Pt status is listed as "ok".

Manufacturer narrative:
H.3 the guiding wire was discarded by the hosp, so no returned product analysis will be available.